Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
The devices remain implanted, therefore their exact conditions are unknown. The devices wer used in the treatment of a disease. Product compatibility was reviewed with no issues noted. No additional complaints have been received from any of the product manufacturing lots. With the information provided, there is no indication that the devices failed to meet specification, and a definitive root cause cannot be determined.